Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-06288. It was reported that the rotawire moved during procedure. A 1.50mm rotalink plus and a rotawire ex support were used for treatment. During the procedure, it was observed that the rotawire came back through the lesion and to the burr. Subsequently, the devices were removed from the patient's body as a system. There were no patient complications reported and the patient's condition was fine.